Event description:
It was reported that the device illuminated the svc indication. Physio-control evaluated the device and found that it would not complete the boot up cycle. The device was not able to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the sys controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.